Event description:
Had to use a cane to walk (mobility decreased) [mobility decreased], knee swollen [joint swelling], writhing in pain (knee) / knee tender [arthralgia]. Case description: a spontaneous report was received on 04-nov-2008, from a (B)(6) female pt with a history of osteoarthritis of the knee, (B)(6), who reported that she was writhing in pain, had a swollen ad tender knee and that she had to use a cane to walk after starting synvisc. On 04-nov-2009, the pt reported via e-mail that she had received infections of synvisc into the right knee on (B)(6)-2009 and (B)(6)-2009. The pt also reported that she had received a series of synvisc injections six months prior to the current injections and she had no problem at that time with the injections. The pt was interested in trying the synvisc-one injection and called to get info regarding the insurance coverage for synvisc-one injections. She also reported that after the first synvisc injection on (B)(6)-2009, she was writhing in pain in the early morning hours of the day after the injection, and she had a swollen and tender knee and had to use a cane to walk. It took an entire week for the pain and swelling to subside. She received her second injection on (B)(6)-2009. She reported that this time her knee did not swell up and that she had no pain initially, but by (B)(6)-2009, she experienced some pain. The pt also called on (B)(6)-2009 and reiterated her experience with synvisc. On 11-nov-2009, additional info was received from the pt's hcp. According to the hcp, the pt had a history of osteoarthritis of the right knee for several years. The pt's concomitant medications include hydrochlorothiazide and lisinopril. The pt had received treatment with nsaid's, steroids and viscosupplementation in the past. The pt had prior effusion, joint narrowing, and osteophytes. According to the hcp, the pt received three injections of synvisc, the dates being: (B)(6)-2009, (B)(6)-2009, and (B)(6)-2009. The pt had a swollen and tender knee, was writhing in pain, and had to use a cane to walk after the first injection of synvisc. The pt was prescribed nsaid's (nonspecific), treatment with ice, and rest for relief. The hcp believes that the pt might have experienced these adverse events due to internal irritation caused by the needle. The pt was also given a corticosteroid injection on (B)(6)-2009. The pt did not have a similar recurrence with the second and third injection of synvisc. The pt had arthrocentesis prior to all the three injections. A 2ml of effusion was collected on (B)(6)-2009, 1ml on (B)(6)-2009, and 2ml on (B)(6)-2009. The start date for all the events was (B)(6)-2009 and the offset date was (B)(6)-2009. In the opinion of the hcp, the intensity of the events was severe, the relationship of synvisc to the events is possible and the pt had recovered from the events. The lot number of the synvisc used in the pt was r0908, exp date being march of 2012. Additional info received 12-nov-2009: the production and quality control documentation for lot# r0908, with exp date 03/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary - the production and quality control documentation for lot# r0908, with exp date 03/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.